Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported that a patient experienced rainbow glare post lasik in the left eye. There are multiple related reports for this facility. This report addresses patient xw's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. This patient did not experience rainbow glare. What was reported as rainbow glare was due to an unrelated previous injury.